Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator is reading inaccurate pressures. The customer reported that the unit was not in use on patient.